Manufacturer narrative:
Concomitant medical product: ethicon prolene mesh (product ID: pmh, lot number: dpb832); ethicon prolene mesh (product ID: pmh, lot number: dmp516). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced an unspecified adverse outcome.